Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to failure to osseointegrate 24 days after implantation. The patient has history of hypertension. The doctor noted periodontal disease during explantation. The patient has recovered without complications.